Event description:
Tried to inject myself multiple times, but the needle would not go past the epidermis. Excessive bleeding occurred with 2" bruises. Issue was resolved after changing needles. Believe the needle is defective.